Manufacturer narrative:
An event regarding fracture involving a mcreynolds adaptor was reported. The event was confirmed and it was determined the device fractured in overload. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated there have been no other similar events for the reported lot.

Event description:
It was reported that the threads on the stem extractor broke off during the extraction process.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the threads on the stem extractor broke off during the extraction process.

Event description:
It was reported that the threads on the stem extractor broke off during the extraction process.